Event description:
A customer reported that their pump issued an alarm identified as alarm 31 during use. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was still under warranty, and provided instructions for returning the faulty pump. The customer planned to use a backup insulin pump to ensure continued insulin delivery. Technical support also guided the customer on how to place the pump into storage mode before returning it. The customer understood and acknowledged these instructions.